Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted (B)(6) 2013, 4396-88 lead, implanted (B)(6) 2013. The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted only the proximal segment of 9 cm was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks due to a fracture of the right ventricular lead, and presented to the emergency room (ER.) It was also reported the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The following day, the lead was capped and replaced, and the device was explanted and replaced. It was later reported by the patient that the right ventricular lead "broke." No further patient complications have been reported as a result of this event.